Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the hospital had ¿an incident¿ involving niagara catheters in (B)(6) 2015. Patient death was reported and the cause of death was described to be user error. The exact details of the event including date of death is still unclear as it is still under investigation by the hospital but it was described that the nurse did not clamp the catheter, resulting in air embolism and patient died as a result. The ¿issue¿ was not described in the email by the health care professional (hcp) to the manufacturer employee and as a result, the ¿issue¿ was not lodged as a complaint due to oversight.